Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis with the blood glucose 460 mg/dl. The customer's other blood glucose was 125, 514 mg/dl. The troubleshooting was performed for the high blood glucose. The product will not be returned for analysis.